Event description:
According to the available information, the balloon deteriorates after a few days or ten days while the catheter is supposed to be replaced every month. The balloon seems to be deflating.

Event description:
According to the available information, the balloon deteriorates after a few days or ten days while the catheter is supposed to be replaced every month. The balloon seems to be deflating.

Manufacturer narrative:
On 2nd october, we received one used sample. After decontamination, we observed that balloon was burst without missing part. After receiving this complaint, we searched for other complaints and found none regarding the lot number 9390340. This product was made by our subcontractor which was informed about this issue. Balloon bursting issue is known but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. " "balloon issues on folysil and silicone prostatic catheters"" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on the dhf folysil silicone catheter, same defect: burst over last four years: 210 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.